Event description:
Customer reported a past high blood glucose event with levels above 600mg/dl. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. Customer took corrective actions, including administering a correction bolus via pump, changing infusion sets and cartridges, and using multiple daily injections. Control iq feature was turned on during the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.